Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and chronic lead system was oversensing resulting in inappropriate therapy and inhibition of pacing.